Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio replaced the lid reed switch per technical service update (tsu) 356 and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Event description:
The customer reported that their device did not have any voice prompts and lost power after approximately 17 seconds of being powered on.  There was no report of any patient use associated with the reported issue.